Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Unomedical reference number (B)(4). Event occurred in colombia, on 09-may-2024, it was reported that the patient experienced issues with the infusion set and reservoir, leading to tubing blockage in the insulin flow and high blood glucose levels. The blood glucose levels were recorded at 400 mg/dl and currently at 359 mg/dl. The patient had to change the infusion set and use insulin with the pump to address high bg. No further information available.